Event description:
Boston scientific received information that the physician was unable to interrogate the device. Boston scientific technical services (ts) was consulted and suggested some troubleshooting techniques. The field representative was unable to obtain additional information from the clinic. No adverse patient effects were reported. All available evidence shows that this product remains in service.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.